Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert triggered after all the patient's carealerts were turned off. It was determined the alert was due to charge circuit timeout on the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.